Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 after the merlin transmitter lost connectivity with the pacemaker. Upon examination, it was noted that there was excessive radio frequency telemetry due to premature decline in the battery life on the device. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed, failure to interrogate was not confirmed. As received, the battery was at eri voltage level. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Additional testing was performed indicating normal interrogation, and normal device functionality. The high current condition could not be reproduced.